Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient developing a post operation infection; the surgeon performed an irrigation and drainage procedure with a poly swap.